Manufacturer narrative:
The customer¿s report that the set leaked near the needle hub was confirmed. Visual inspection of the set showed no damage or anomalies. Examination under magnification showed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing confirmed leaking at the engagement of the tubing and female anti-siphon luer. The root cause of the customer¿s report was not identified.

Event description:
The customer stated that the infusion set leaked near the needle hub after being connected to the patient. The line was replaced and the leak happened again. The patient was not receiving the required medication and did not have pain control. At present, there are no further details.